Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 280001 on panther instrument sn (B)(4) which had suspected false positive samples. Client questioned the positive results, and 40 out of 56 original positive samples were negative upon retest. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but corrections were made by the lab with no associated/reported adverse events; no treatment was provided to patient due to client questioning initial result.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues; there were no kinetics issues observed in the wl in question except clusters of positives at the end of the wl. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings, concluding there was likely sample mishandling. Customer informed ts that operators from the collection site used tubes with pop-off caps which were not validated for transport of slt, and one operator contaminated the samples with their cap removal technique. Qa sent a letter to customer per their request. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.